Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra2 meter continued to prompt the "apply sample" symbol even after a blood sample was applied to the test strip. The medical surveillance specialist spoke with the pt in the next day, and obtained the following info. The pt reported that the alleged issue began the week prior to contacting lfs (date unk). The pt manages his diabetes by taking a set dose of 70/30 insulin in the morning (40 units) and late afternoon (48 units). As a result of the issue, the pt stated that he discontinued taking his insulin. Sometime after the alleged issue began, the pt claimed he developed symptoms of dizziness and frequent urination. The pt did not recall how much time elapsed between when the alleged issue began and when he developed the symptoms. In addition, the pt did not recall what results he was obtaining with the subject meter prior to when the alleged issue began. The pt stated that he initially associated the symptoms with a low glucose; however, at the time of troubleshooting with lfs he obtained a result of "525 mg/dl" with the subject meter and discovered his blood glucose was running high. As a result of the high reading and symptoms, the pt claimed he went to the hospital on the morning the pt spoke with the medical specialist. The pt stated that his blood glucose was in the "300 mg/dl" range when tested with the ER/hospital meter, and was treated with an IV and insulin (type and dose unk). At the time of troubleshooting, the customer care advocate noted that the pt was using the correct sample application technique and that the test strip was drawing the sample into the test area. This issue was resolved when the pt tested using a new vial of test strips. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.